Event description:
It was reported that during a procedure the laser system displayed errors indicative of a system malfunction. After consultation with the MFR filed svc engineer the errors were unable to be cleared by the user. The system was no longer able to be utilized to complete the procedure. The procedure would be rescheduled for a later date; date not specified. There was no harm to pt.